Manufacturer narrative:
According to the available information the implantable penile prosthesis was revised due to cylinder crossover. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of crossover, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were returned for evaluation. As examination of the components may not conclusively confirm or disprove the report of crossover, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to crossover. There was cylinder crossover. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. H3 other text: mechanical analysis of the device would not confirm nor refute the reported event of crossover.